Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient was receiving ineffective therapy. The lead was noted to be 4mm from the target. The patient underwent a revision procedure and an additional lead was implanted and therapy was maintained.